Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft break occurred. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the shaft of the stent broke. The device was removed from the patient in one piece, and the procedure was completed using another stent of the same size. There were no patient complications, and the patient fully recovered.